Manufacturer narrative:
Reference e-complaint: (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair could not confirm the complaint condition. This unit's board was determined to be defective and found to have no indication of an leakage error when tested for it. Although an issue was noted on the device the failed leakage error indication is not directly applicable to the complaint description where there was no coag function. As the board was deemed defective and the customer opted for a new unit further evaluation on the device was not pursued. This unit was scrapped. A root cause is not available for this complaint. Correction and/or corrective action: none: no applicable correction available to train to at this time. The customer opted to purchase a new unit and authorized service & repair to scrap this one out. The unit was discarded. This complaint will be entered into the coopersurgical continuous improvement plan (cip).

Event description:
Customer stated no coag power. Reference repair order: (B)(4). Ref - e-complaint: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Customer stated no coag power. Reference repair order: (B)(4).